Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section h6( hecc,heic) with this report.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0873 inches. No stuck key alarm, stuck button alarm, button error alarm, keypad unresponsive, numbers ramping or scrolling screens noted during testing. No damage noted on the keypad traces. The following were noted during visual inspection: scratched case and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. The pump was received without the original battery cap. Unable to verify damage to the battery cap. There were 227 boluses listed on the event date 04-dec-2023 in the pump history file (primary svn 000316747341). Please see the first 10 boluses below. 12/04/2023 00:03:55.000 normal bolus delivered (220) bolus programming method: cl1microbolus (5) normal bolus amount programmed: 1500 (0.15 u) bolus amount delivered: 1500 (0.15 u) 12/04/2023 00:08:55.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 1250 (0.125 u) bolusamountdelivered: 1250 (0.125 u) 12/04/2023 00:13:57.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 1500 (0.15 u) bolusamountdelivered: 1500 (0.15 u) 12/04/2023 00:19:00.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 1750 (0.175 u) bolusamountdelivered: 1750 (0.175 u) 12/04/2023 00:24:07.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1autobolus (9) normalbolusamountprogrammed: 4000 (0.4 u) bolusamountdelivered: 4000 (0.4 u) 12/04/2023 00:28:55.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 1500 (0.15 u) bolusamountdelivered: 1500 (0.15 u) 12/04/2023 00:34:05.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1autobolus (9) normalbolusamountprogrammed: 4000 (0.4 u) bolusamountdelivered: 4000 (0.4 u) 12/04/2023 00:38:55.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 1500 (0.15 u) bolusamountdelivered: 1500 (0.15 u) 12/04/2023 00:44:00.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 1500 (0.15 u) bolusamountdelivered: 1500 (0.15 u) 12/04/2023 00:48:57.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 1750 (0.175 u) bolusamountdelivered: 1750 (0.175 u) please see below for the daily total of all insulin delivered on the event date 04-dec-2023 in the pump history file (primary svn 000316747341). 12/05/2023 00:00:00.000 dailytotalsg670 (63) dailytotalcollectionstarttime: 12/04/2023 00:00:00.000 dailytotalofallinsulindelivered: 622500 (62.25 u) dailytotalofbasalinsulindelivered: 247500 (24.75 u) dailytotalofbolusinsulindelivered: 375000 (37.5 u) there were no autosuspend (12) alarm noted in the pump history file (primary svn 000316747341). Please see below for the usersuspended (2) alarm listed on the event date 04-dec-2023 in the pump history file (primary svn 000316747341). 12/04/2023 06:22:05.000 insulindeliverystopped (30) reasonfoinsulindeliverysuspension: usersuspended (2) 12/04/2023 18:28:25.000 insulindeliverystopped (30) reasonfoinsulindeliverysuspension: usersuspended (2) please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 04-dec-2023 in the pump history file (primary svn 000316747341). 11/30/2023 20:05:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) 11/30/2023 20:21:00.000 alarmalertnotification (40) faultnumber: lostsensor2alert (781) 12/02/2023 08:21:00.000 alarmalertnotification (40) faultnumber: lowbatteryalert (104) 12/02/2023 08:25:21.000 batteryremoved (55) 12/02/2023 08:25:21.000 alarmalertnotification (40) faultnumber: batteryremoved (84) 12/02/2023 08:25:33.000 batteryinserted (44) the pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 240 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly or lost sensor alert noted. Earliest power data available per the power management tool/detail trace file is on 12/17/2023 11:34:59 am. There was no power data available for the date of 12/02/2023. Unable to check power data for low battery alert. Lostsensor1alert (780) not confirmed. Lowbatteryalert (104) unknown. The pump passed the functional testing. Unable to confirm alleged high bgs. Keypad/button unresponsive/button error not confirmed. Battery cap damage unknown. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Select patient information cannot be provided due to regional privacy regulations.

Event description:
Information received by medtronic indicated that the customer experienced high blood glucose of 501 mg/dl. Troubleshooting was performed and it was found that the customer reported a swollen/protruded keypad on insulin pump after high blood glucose troubleshooting. Customer stated the buttons were not responding. No harm requiring medical intervention was reported. The customer will discontinue the use of the device. The product will be returned for analysis.

Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0873 inches. No stuck key alarm, stuck button alarm, button error alarm, keypad unresponsive, numbers ramping or scrolling screens noted during testing. No damage noted on the keypad traces. The following were noted during visual inspection: scratched case and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. The pump was received without the original battery cap. Unable to verify damage to the battery cap. There were 227 boluses listed on the event date 04-dec-2023 in the pump history file (B)(6). Please see the first 10 boluses below. 12/04/2023 00:03:55.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 1500 (0.15 u) bolusamountdelivered: 1500 (0.15 u) 12/04/2023 00:08:55.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 1250 (0.125 u) bolusamountdelivered: 1250 (0.125 u) 12/04/2023 00:13:57.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 1500 (0.15 u) bolusamountdelivered: 1500 (0.15 u) 12/04/2023 00:19:00.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 1750 (0.175 u) bolusamountdelivered: 1750 (0.175 u) 12/04/2023 00:24:07.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1autobolus (9) normalbolusamountprogrammed: 4000 (0.4 u) bolusamountdelivered: 4000 (0.4 u) 12/04/2023 00:28:55.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 1500 (0.15 u) bolusamountdelivered: 1500 (0.15 u) 12/04/2023 00:34:05.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1autobolus (9) normalbolusamountprogrammed: 4000 (0.4 u) bolusamountdelivered: 4000 (0.4 u) 12/04/2023 00:38:55.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 1500 (0.15 u) bolusamountdelivered: 1500 (0.15 u) 12/04/2023 00:44:00.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 1500 (0.15 u) bolusamountdelivered: 1500 (0.15 u) 12/04/2023 00:48:57.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 1750 (0.175 u) bolusamountdelivered: 1750 (0.175 u) please see below for the daily total of all insulin delivered on the event date 04-dec-2023 in the pump history file (B)(6). 12/05/2023 00:00:00.000 dailytotalsg670 (63) dailytotalcollectionstarttime: 12/04/2023 00:00:00.000 dailytotalofallinsulindelivered: 622500 (62.25 u) dailytotalofbasalinsulindelivered: 247500 (24.75 u) dailytotalofbolusinsulindelivered: 375000 (37.5 u) there were no autosuspend (12) alarm noted in the pump history file ((B)(6)). Please see below for the usersuspended (2) alarm listed on the event date 04-dec-2023 in the pump history file (B)(6). 12/04/2023 06:22:05.000 insulindeliverystopped (30) reasonfoinsulindeliverysuspension: usersuspended (2) 12/04/2023 18:28:25.000 insulindeliverystopped (30) reasonfoinsulindeliverysuspension: usersuspended (2) please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 04-dec-2023 in the pump history file (B)(6). 11/30/2023 20:05:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) 11/30/2023 20:21:00.000 alarmalertnotification (40) faultnumber: lostsensor2alert (781) 12/02/2023 08:21:00.000 alarmalertnotification (40) faultnumber: lowbatteryalert (104) 12/02/2023 08:25:21.000 batteryremoved (55) 12/02/2023 08:25:21.000 alarmalertnotification (40) faultnumber: batteryremoved (84) 12/02/2023 08:25:33.000 batteryinserted (44) the pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 240 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly or lost sensor alert noted. Earliest power data available per the power management tool/detail trace file is on 12/17/2023 11:34:59 am. There was no power data available for the date of 12/02/2023. Unable to check power data for low battery alert. Lostsensor1alert (780) not confirmed. Lowbatteryalert (104) unknown. The pump passed the functional testing. Unable to confirm alleged high bgs. Keypad/button unresponsive/button error not confirmed. Battery cap damage unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.